Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was at site. The infusion set was in use for four days. No further information available.